Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed and the formatting issues were confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include use of inadequate platform for software. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1 MDR reporting contact name and address

Event description:
It was reported that during treatment while trying to program a case on ipad in the taylor spatial frame software, several formatting issues were observed, like case name, date and total residual vs chronic on case info page, proximal vs distal ref on deformity page and overlap of axial view mp and go back to step 3 on mount tab. No patient affectation, surgery concluded as intended and the issue was resolved by programming on computer instead of ipad with the same software. No delay. No patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.